Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 a nalu representative received notification of a potential revision procedure due to the implantable pulse generator (ipg) eroding through the skin. Upon prepping for the revision procedure it was noted that the ipg implant location was infected and the physician elected to perform a full system explant on that same day ((B)(6) 2023).

Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have caused or contributed to the infection. Infection of surgical sites is a known inherent risk of invasive procedure.